Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The tavi procedure was completed after two recaptures and deployed on the third attempt. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). A closure device was used. The final confirmation angiography revealed a leakage of contrast medium (internal bleeding) near the puncture site. Additional percutaneous old balloon angioplasty (poba) was performed. The overall condition and the bleeding site showed no significant changes, and the patient is under observation. There was no allegation of malfunction against the delivery system and no performance issues with the abbott device. The physician mentioned the cause of bleeding was calcification at the puncture site (patient anatomy, vascular condition). The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
It was reported that the angiography revealed a leakage of contrast medium (internal bleeding) near the puncture site. The overall condition and the bleeding site showed no significant changes, and the patient was under observation. Information from field indicated that the physician mentioned the cause of bleeding was calcification at the puncture site (patient anatomy, vascular condition). A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported bleeding was related to anatomical factors (calcification at puncture site). The reported intervention was a result of additional percutaneous old balloon angioplasty (poba). There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.